Event description:
This report is based on information provided by philips field service personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the dfm100 indicating that shock button on external paddle has failed. There was no patient involvement. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. Fse performed tests. Based on the information available and the testing conducted, the cause of the reported problem was defective external paddle. The reported problem was confirmed the data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The device was operational after replacement of external paddle was completed. The investigation identified accessories issue, and replacement has been initiated. If additional information is received the complaint file will be reopened.